Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. Reported event was confirmed by review of the device images that was provided by the hospital. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the devices were not returned for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : discarded by the hospital.

Event description:
6 quattro link devices fractured during a surgery causing 60 minutes surgical delay. No other patient harm was reported. Physicians attributed the cause of this event.